Event description:
It was reported that the patient experienced ineffective therapy since implant. The healthcare provider observed that the was implanted too low. Reprogramming was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2023 wherein the lead was pulled up. CT scan and MRI revealed that the lead was pushed back to its original position. Hence, additional surgical procedure took place on (B)(6) 2023 wherein the lead was pulled back up. Intra op CT scan confirmed that the lead was at the correct position and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.